Event description:
Related mdrs 2135392-2003-00072, 2135392-2004-00006. A pt had one graft anastomosed proixmally with a sjm symmetry bypass system aortic connector during a coronary artery bypass procedure. Seven months postoperatively, cardiac catheterization demonstrated the graft was occluded and percutaneous transluminal coronary angioplasty (ptca) was performed. No additional info has been received. Could not be reveiwed since the lot number remains unk. An angiogram provided by dr. October 2002 was reviewed by dr. Dr. Observed the pt had three-vessel diffuse coronary artery disease with a small distal targets and an occluded mid left anterior descending artery (lad). Three aortic connectors were visualized; the first connector graft (middle aorta) and the second connector graft (upper aorta) were occluded. The proximal one-third of a third connector (lower aorta) graft to the lad was of smaller caliber than the rest of the graft without stenosis and stenosis at the distal anastomosis with a small target vessel was also observed. The left ventricular function was 40-50%. Ptca was performed on the patent lad connector anastomosis, the proximal one-third of the graft, the distal third of the graft and also the distal anastomosis. The results of this investigation are inconclusive, in part because the devices remain implanted. There was no evidence to suggest the occlusion was due to an intrinsic defect in the device. Vein graft occlusion can be caused by multiple factors and is an expected and foreseeable complication of coronary artery bypass procedures.